Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: 4581 slurred speech and difficulty thinking clearly/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on(B)(6) 2026. Data was evaluated and the allegation was confirmed.the probable cause could not be determined via data. The reported glucose values taken at school clinic fall within the d zone of the parkes error grid. The reported glucose values taken at home fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.